Event description:
In april 2006, the lay user/reporter contacted lifescan (lfs) alleging the one touch basic meter was giving the error 2 error message. On april 5,2006 at 11:30 am the pt obtained the error message error 2 on the reported meter and was unable to obtain a blood glucose result. At that time, the pt was experiencing the symptoms of feeling cold, dizziness, she was yelling, panicking and was unable to explain why she felt badly. Because of these symptoms, the pt's brother contacted emergency services. Shortly thereafter the paramedics arrived and obtained the blood glucose result of 69 mg/dl for the pt. The pt was treated with glucose intravenously and transported to the hosp. The pt was not admitted to the hosp; she was discharged from the emergency room at 11:00 pm that night. On the morning of the event, the pt had obtained the festing blood glucose result of 175 mg/dl, and was given 25 or 30 units of novolin 70/30 insulin by her brother. The pt then ate her normal breakfast. The pt takes novolin insulin, but the reporter was unable to provide info on her doses. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the test strips were within expiration dating and in good condition. The cca also determined the pt was cleaning the meter with alcohol, which can damage the meter. No quality control testing was performed during the call. The meter was replaced. The pt was experiencing symptoms of hypoglycemia, and was unable to obtian a blood glucose result due to the error message occuring on the reported meter. The pt received medical treatment; therefore this incident is being reported as an adverse event.